Event description:
Customer reports lancet did not retract after firing back into the softclix device, resulting in an accidental needle stick (no medical treatment required). No adverse event reported. Requested return of suspect device and replacement was sent.